Manufacturer narrative:
Upon visual inspection, it was found that the top portion of this screw has been fractured. No lot or order number was provided. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw fractured.